Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016 device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on (B)(4) 2016 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the occlusion complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that on the complaint date, the patient had blood glucose reading of 588 mg/dl with confusion and extreme drowsiness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that there was occlusion issue on the complaint date. After disconnecting, the reported allegedly was able to complete prime step. Review of infusion set use techniques indicated that the instruction for use (IFU) was followed. Review of cartridge use techniques revealed that the IFU was not followed. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that IFU for cartridge was not followed.